Manufacturer narrative:
Concomitant medical products: 693565, lead, implanted (B)(6) 2008.

Event description:
It was reported that the patient had a remote transmission with a message indicating that the transmission included invalid data for a non-sustained tachycardia ventricular tachycardia episode. It was also noted that the patient is undergoing radiation treatments. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.